Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged 9 false positive results were obtained by the laboratory personnel. A gram stain test was used to confirm the results as false positives. The customer stated results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: " "from february 27th to march 10th we had 226 blood cultures (aerobic and anaerobic), 88 bottles were positive, of these 88 only of these 9 were positive in the gram and confirmed in the culture medium" no result was released without being confirmed by the subcultured and gram stained method. No patient injuries reported. Log files was requested by the application team. Generated from case (B)(4), after follow up with the customer regarding the results of false negative issue."

Manufacturer narrative:
Investigation: customer reported false positive results on a bd bactec fx op instrument (p/n 441385, s/n (B)(4)). No erroneous results were reported to doctors, and patients were not impacted. A dispatched bd field service engineer (fse) found that the issue was due to power surges and found that there were tests on the generator recently. Explained customer that power surges, electrical variation can generate false positive errors. So the cleaning was carried out and shorting blocks were installed in all racks .this is a confirmed failure of the bd product and the instrument was functional and handed over to the customer for use. Review of the device history record is not needed due to the age of the instrument. Service history record review revealed one previous complaint for false positive result (2306916). Bd quality did not receive any returned instrument or parts for investigation. This complaint is confirmed for an instrument failure. The root cause is due to faulty shorting pins and due to possibly oscillation or electrical spikes. No new trends, risks, or hazards were identified as a result of the complaint. Bd quality will continue to closely monitor for trends associated with this failure.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged 9 false positive results were obtained by the laboratory personnel. A gram stain test was used to confirm the results as false positives. The customer stated results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: "from (B)(6) we had 226 blood cultures (aerobic and anaerobic), 88 bottles were positive, of these 88 only of these 9 were positive in the gram and confirmed in the culture medium" no result was released without being confirmed by the subcultured and gram stained method. No patient injuries reported. Log files was requested by the application team. Generated from case (B)(4), after follow up with the customer regarding the results of false negative issue."